Event description:
The company representative (rep) confirmed a few weeks later that no intervention or troubleshooting were required. No more details regarding this event were available.

Manufacturer narrative:
(B)(4).

Event description:
The patient's family reported that the device was implanted due to myodystony. The patient's eyelids were uncontrolled now. The patient was living in a hospital now. There was a 50% or greater symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.